Manufacturer narrative:
Other relevant device(s) are: micra, mc1vr01-delsys / expiration date: 14-dec-2020 / serial#: (B)(4), device mfg date: 15-aug-2018. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), after the ipg was placed, it dislodged. The exact cause was not known; however, the dislodgment occurred during the removal of the tether following cutting of the tether on the delivery system. Fixation of the tines or excessive force with which the tether was pulled was also considered as a possible cause. The ipg and delivery system were removed and a new leadless ipg was implanted. No patient complications have been reported as a result of this event.